Event description:
It was reported that the patient underwent a minimally invasive posterior spinal surgical procedure. It was reported that during reducing of a rod into the screw heads, the tip of the extender became widened and almost detached from a screw head. The surgeon reattached the extender to the screw head, and the procedure was continued without any further incident. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional info: image review from submitted pictures appear to show witness marks on the upper portion of the mas interface tabs.

Manufacturer narrative:
Visual and optical inspection identified plastic deformation on the upper portions of two of the four extender mas head male interface features. The deformation of the interface features could have reduced the mechanical strength of the interface. Additionally, one of the extender tips appears to be bent outward, with deformation on the inside of the mas head interface, consistent with lateral bending stress. The above observations are consistent with overload.